Event description:
As reported by the field clinical specialist (fcs), during a transseptal tmvr procedure with a 29 mm sapien 3 ultra resilia valve in a pre-existing surgical valve, there was difficulty experienced as the valve crossed through the septum halfway with high force the would not advance through the septum. The 29 mm commander delivery system was flexed, rotated, and manipulated to move valve fully across the septum, the device appeared to be across, but the pusher would not follow. Several more moves were made with the system to try to advance, the decision was made to try and get just the valve and balloon across surgical mitral valve, it was noted that the valve was now stationary on the balloon and the balloon moved freely. There was a visual fluoroscopic deformity of the balloon. The team removed the devices, and the balloon was found to have been separated at the 3 markers. A new 29 mm sapien 3 ultra resilia valve and delivery system was prepped. However, the wire position was lost due to the reduced available workspace in the body, so the devices were removed. A new 29 mm sapien 3 ultra resilia valve and delivery system was prepped. The valve and system were advanced only partially out of the sheath, valve alignment was performed, and it was noted there was tension built up during valve alignment. The team advanced valve out of sheath to continue alignment mounting of the valve on the balloon. The team felt issues with the valve aligning as the valve would not move into the balloon as designed. The team decided to proceed with the valve and system through the septum with the thought of fully mounting once across the septum. The valve and system crossed the septum and into the surgical valve. The team tried to achieve full valve alignment, however, the valve would not fully align mount onto the balloon, the team felt there were issues with this delivery system and removed the valve and system from the body along with the 24fr gore dry seal sheath. Another 29 mm sapien 3 ultra resilia valve and delivery system was opened and successfully implanted. Post removal, the patient required an asd closure device.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Device imagery was provided by the site, and the following was observed: there was a balloon tear near the ic bond, with proximal balloon wing flared and bunching of the balloon. Additionally, procedural imagery was provided and the following was observed: the delivery system nose tip is across the previously implanted surgical valve in the mitral position. The crimped thv is positioned over the inflation balloon, with a gap between the thv and the delivery system flex tip. The reported event for difficulty crossing the septal wall and balloon torn were confirmed based on review of provided imagery. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. It should be noted that this was an off-label procedure for an implant of the sapien 3 ultra resilia thv in the mitral valve in valve position using a non-edwards sheath. Additionally, the system was re-used (removed and reinserted into the patient after performing a second septostomy), which is also not an indicated use. Without additional information and/or applicable patient/procedural imaging, a definitive root cause was unable to be determined for the difficulty crossing. However, available information suggests that procedural factors (difficulty crossing septal wall, device manipulation) may have contributed to the torn balloon. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.